Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. We have received the same day two cases of the same code-batch and from the same end customer. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one open and used cassette. Unfortunately, the sterility of the thread cannot be analyzed as the cassette has been used. Without any closed and unused sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. This batch had also a normal sterilization process and the sterilization control was correct. Reviewed the complaint history, there are no other complaints regarding this issue in any of the other products manufactured with the same thread raw material batches, as the used in this product. On the other hand, we have not received any other complaint regarding this issue in any of the other products that were in the same sterilization cycle. Remarks: there is no time frame in which catgut can be used once opened as long as the product is used within the shelf life. Final conclusion: in spite of receiving the defective cassette, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Samples received: one open cassette. Analysis and results: there are no previous complaints of this code batch. We have received the same day two cases of the same code-batch and from the same end customer. We manufactured and distributed in the market 279 units of this code batch. There are no units in our stock. We have received one open and used cassette. Although a proper analysis cannot usually be carried out when the cassette received is open and used, we have finally been decided to perform the sterility test in the thread of the samples received. The samples incubated for 14 days remained without microbial growth. Therefore, the samples comply with the sterility test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. This batch had also a normal sterilization process and the sterilization control was correct. Reviewed the complaint history, there are no other complaints regarding this issue in any of the other products manufactured with the same thread raw material batches, as the used in this product. On the other hand, we have not received any other complaint regarding this issue in any of the other products that were in the same sterilization cycle. Remarks: there is no time frame in which catgut can be used once opened as long as the product is used within the shelf life. Final conclusion: in spite of receiving the defective cassette, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: united kingdom. Pyrexic, lethargic & vomiting. Ultrasound = dilated kidney pelvis. Contrast x=ray showed no blood flow to the right kidney. Owner opted for euthanasia rather than have kidney removed. Post mortem confirmed right ureter trapped within a mass containing suture material.